Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head broke off the brush head / metal pin in mouth [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, the head broke off of the oral-b flexisoft or precision clean brushhead; with this, she got the metal pin in her mouth. The consumer stated that the brush was in use for 3 weeks. No symptoms developed. Relevant history: none reported. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the logo was blue, but there was parodontax in the picture. No further information was provided.